Event description:
It was reported that the revolution cement gun was producing metal shavings during cleaning. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that the revolution cement gun was producing metal shavings during cleaning. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The reported event was not duplicated; however, it was confirmed through component inspection. Based on a review of the risk documentation, a potential cause for the ram bushings producing metals shavings is wear at the bushing/rod interface. The device was repaired and returned to the customer.

Manufacturer narrative:
The device has not been received for evaluation at this time.